Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.